Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse did a functional system check and found a bubble under the wash displacement port. He removed the bubble and found no other issues. The fse ran calibrators and qc, the instrument is performing within specifications. It is not known if the bubble caused the discrepant result. No further evaluation of the device is required.

Event description:
A discordant advia centaur xp ahbs result was obtained on a patient sample. The instrument repeated the sample (in duplicate) from the same tube resulting in (B)(6)results. The result of 'non reactive' was reported to the physician. There was no report of patient intervention or adverse health consequences due to the discordant (B)(6) result.